Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient was revised to address a dislocation. Update rec'd 07/28/2015: the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon entering the hip capsule there was a moderate amount of tissue encountered that was consistent with poly wear. Also noted, the polyethylene was clearly not seated in the shell. The cup was found to quite vertical and anteverted. After removing the femoral head there was a blackened trunnion. At this time ther patient's cup is being added to the complaint and reported. The complaint was updated on: 08/21/2015.